Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead could not be implanted. The physician had difficulty extending the helix, the lead was not used and a new lead was placed. The patient is doing well and will continue to be monitored.